Event description:
Reported discrepant sars results for one asymptomatic patient (off label use at the time). The customer tested the patient twice on the same sofia analyzer, receiving both a positive and a negative. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.